Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was there any adverse consequence associated with the patient? : there were no adverse consequences reported. Events reported via: 2210968-2023-10156.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/8/2024. Additional information was requested, the following was obtained: product code unknown multifilament, lot unknown. Could you please clarify if the additional device belongs to this complaint? If yes, did a device malfunction occur during the same procedure? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The additional device found may be accidently packed by the ot its not relevant to the complaint raised. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.